Event description:
According to the facility on (B)(6), "staff could not power on the unit and submitted it to us in biomed."

Manufacturer narrative:
According to the facility on (B)(6), "staff could not power on the unit and submitted it to us in biomed. I confirmed that the unit was not powering on and proceeded to troubleshoot. Power cord, fuses, and continuity between input module, fuse board, and power board were all okay upon initial testing. Sparks could be seen specifically inside the white cable connection on the fuse board (cable coming from the power input module) and moving the black/white cables would sometimes allow power but not consistently. Reinforcing pin connections did eliminate spark but did not consistently restore power". The facility stated no patient was involved. Sparks were only visualized during technician troubleshooting. The device is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.